Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative:,,- device history lot this mre review is for sterilization & packaging procedure only part: 04.503.608.01s lot: 2l07810 manufacturing site: bettlach supplier: früh verpackungstechnik ag release to warehouse date: 31 october 2018. Expiry date: 01 october 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument: part: 04.503.000.20; lot: h722751. Manufacturing location: monument; manufacturing date: 31-aug-2018; part number: 04.503.608.20, 2.0mm ti matrixmandible locking screw slf- tpng 8mm; lot number: h722751 (non-sterile). Component part(s) reviewed: 21015, tialnbri4.00; lot number: h625377. Certified test report supplied by perryman company dated 30-mar-2018 was reviewed and determined to be conforming. Lot summary report dated 23-apr-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a sagittal split ramus osteotomy (ssro) procedure, the reported locking screw was not able to be locked in a screw hole of the matrixmandible dynamic compression plate (dcp) plate. The surgeon used another screw. The procedure was successfully completed. Patient status is unknown. Concomitant devices reported: matrixmandible dcp plate (part# 04.503.712s, lot# unknown, quantity 1). This report is for one (1) 2.0 mm ti matrixmandible locking screw slf-tpng 8 mm this is report 1 of 1 for (B)(4).